Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the manufacturer representative indicating that the cause of the reported ¿shocking¿ sensation is unknown; the provider speculates it may be musculoskeletal in origin, as it occurs on the same side as the ipg and appears related to using a shoulder with preexisting issues while trying to locate the ipg. The rep and hcp confirmed that all the device components were functioning properly; the patient was instructed to use the pectoral and recharging drapes to hold the devices and reduce shoulder strain; the issue is believed to be resolved. The information was confirmed by the physician on 1/4/25.

Event description:
Patient called back and stated their recharger was not charging implantable neurostimulator (ins). The patient's recharger was not turning on, no beeping or response when patient pressed power button. Agent had patient place recharger on the dock and recharger only had one blinking battery bar. Agent reviewed recharger may need to charge for awhile before recharger can charge ins. Agent had patient open recharger application and patient saw recharger inactive screen. Agent attempted to have patient check the battery percentage of recharger, but agent was unable to understand if patient did see that or not. Agent reviewed patient should let recharger charge until the battery bars are full and then pick recharger up off dock and try charging ins again. Caller said that the communicator will not connect to the handset. Reviewed troubleshooting steps and when caller turned bluetooth off of patient's personal cell phone as well as their own cell phone, and turned on the location on the phone and restarted and reset the communicator, was able to connect communicator to therapy app and connected to implant. Next we switched over the recharger and caller confirmed that now the recharger is fully charged up. Caller placed recharger over implant and turned recharger and said that recharger is searching. Caller said recharger connected and then opened up the recharger application and received message that has excellent connection and said indicating implanted battery at 50%. Caller mentioned concern that patient hasn't been able to recharge beyond 50% even after charging for quite some time. Caller did mention that in general patient is having more difficulty with the recharging process. Caller did mention that the recharger itself was replaced not to long ago. Reviewed recharging information and redirected caller to schedule an appointment at physician's office to check recharge reports.

Manufacturer narrative:
Continuation of d10: product ID: wr9200 lot# / serial# (B)(6), product type: recharger; product ID: tm90d0, lot# / serial# (B)(6), product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they are having trouble with their recharger and their communicator. Patient reported both their recharger and communicator have electrocuted them. Patient stated it feels like there is electricity "running through" and it is very uncomfortable. Patient clarified both their recharger and communicator are uncomfortable, but stated they think the recharger is more so. Patient stated they thought it was a new recharger that they received, but reported the recharger light is turning orange. Patient stated this is occurring when trying to charge their implant. Patient stated they think they have had the recharger app open when the light has turned orange. Patient clarified both recharger and communicator electrocuted patient when they were using devices and had them on their implant/chest. Agent tried to inquire if patient was sweaty or wet when this occurred and patient stated they were unable to recall any details. Agent offered to review recharging/how connect with patient's implant with communicator. The call disconnected before any troubleshooting could be completed. Agent unable to obtain anymore event information due to call disconnecting. Agent reached patient's voicemail when attempted to call patient back. Left voicemail for patient to call patient services back. Patient was very difficult to follow throughout call and agent made best attempt to collect all relevant event information. Agent redirected to hcp, patient representative stated that hcp is out of office and very difficult to get a hold of. Agent reviewed this issue needs to be addressed by hcp and that agent will reach out to rep.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.